Event description:
It was reported that the patient's implantable neurostimulator (ins) had a power on reset (por) condition following an exposure to electromagnetic interference (emi). It was further reported that the patient had recently had surgery to repair a cerebrospinal fluid (csf) leak caused by the removal of a pump and catheter two weeks prior. The ins was turned off for the surgery but the patient was then "only getting triple beeps". It was noted that the ins was not near end of life (eol) with a battery level of 2.82 volts. The patient was reprogrammed and was feeling stimulation and getting good therapy results.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID 3487a, lot# l53110, implanted: (B)(6) 1998, product type: lead. Product ID 3487a, lot# j0120810v, implanted: (B)(6) 2001, product type: lead. (B)(4).